Event description:
It was reported that the user experienced elevated blood glucose after eating pretzels without announcing the meal, resulting in a peak reading of 220 mg/dl and approximately two hours above range. Symptoms included no reported acute clinical effects. Outcomes included no medical intervention, no use of back-up therapy, and no ketone testing. Investigation included a review of device use and user-reported history with troubleshooting and education on high glucose and missed meal announcement. Investigation of this case revealed user-related use error due to a missed meal announcement leading to transient hyperglycemia. It was concluded that the device functioned as designed and that the event was attributable to user behavior rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.